Manufacturer narrative:
Product is being returned and will be evaluated upon receipt.

Event description:
The patient was using the cold rush unit for about a week. She claims that after about a week of use she started to get shocked. She was shocked a total of 3 times. The shocks were minor and did not cause any injuries. She did not need to see a doctor or seek any medical attention.